Event description:
The customer contact reported that the device delivered less than expected. The device was returned to the biomedical engineering department with an unsigned note that said, "doesn't run at set rate." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device delivered less than expect. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.